Manufacturer narrative:
The technician found the side rail welding broken causing side rails not to latch. The technician replaced the left head and the right foot side rails to resolve the issue.

Event description:
Technician alleged that the left head and the right foot side rails would not latch. No alleged injuries by account.